Event description:
Rite-hite bed -rental- noted having a smoky odor, resembling an overheating and/or malfunctioning motor. Pt moved to another bed, and bed removed from service and observed. Bed was returned to hill rom. No adverse effect to pt.